Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that two weeks post tka patient had swelling of the knee which was treated with aspiration and drainage and 10 day bactrim antibiotic therapy.